Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using [thump] due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j7 & near lcd screen / pcba 2 j1 connector / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked case on the battery tube side, cracked case, broken battery tube threads, label damage(faded), and stained keypad overlay. Blank display was confirmed during analysis due to moisture damage on the [pcba 1 j7 & near lcd screen / pcba 2 j1 connector / harness assembly vibrator]. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery cap area and also on the back of the pump. Customer reported that pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) pump mmt-1884l. Troubleshooting was performed and the damage was confirmed. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l and customer response was the pump mmt-1884l was returned for analysis.